Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of infection is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the right common femoral vein using three proglide devices in three access sites after an electrophysiology procedure. The devices achieved hemostasis during the procedure. Reportedly, eleven days post procedure, the patient returned with groin discomfort and redness. It is suspected to be related to proglide use. The patient was readmitted. An incision was performed with drainage of the infection site. Cefepime was given. The patient was discharged. No additional information was provided.